Manufacturer narrative:
Insulin pump received with full segment frozen display due to corroded electronic assemblies. Unable to verify no reservoir alarm, motor error alarm, battery out limit alarm or time and date reset due to corroded electronic assemblies. Insulin pump received with corroded motor home switch. Insulin pump received with minor scratches on lcd window.

Event description:
Customer reported via phone call that the device alarmed no reservoir alarm and motor error alarm. Customer's blood glucose was 220 mg/dl. Device alarmed battery out limit alarm. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.